Manufacturer narrative:
Additional narrative: expiration date reported as april 2022. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred. On an unknown date, the patient was implanted with one variable angle locking plate, five 3.5mm cortex screws of unknown lengths, five 2.7mm locking screws of unknown lengths and three 3.5mm locking screws of unknown lengths. On a later unknown date, the patient reported with a second fracture of the elbow. In order to treat the fracture, all of the implanted hardware was removed. The revision procedure took place on (B)(6) 2014. It was reported that the plate had broken in half. It was not reported if the plate broke at a screw hole and, if it did, if there was a screw in the hole. There were no issues reported with the screws. The fracture was revised with another plating procedure. There was no fragmenting, patient harm or surgical delay reported. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that there no complaint related anomalies. The device history record shows this lot of va-lcp x-articular proximal ulna plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.